Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular and atrial ports were broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also indicated that the hanger assembly was broken, the lower case was broken, and three case screws were contaminated. All found effective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The word "effective" was changed to "defective" in the analysis summary. Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also indicated that the hanger assembly was broken, the lower case was broken, and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.